Event description:
It was reported to a physio-control service representative that a customer¿s resuscitation team used their device to treat a patient suffering from cardiac arrest. The device however did not recognize the defibrillation electrodes that were attached and repeated the message ¿connect electrodes¿. A back-up device was then used on the patient. There was patient use associated with this event. The patient had expired.

Manufacturer narrative:
(B)(4): physio-control evaluated the device but could not verify the reported failure. No malfunctions were observed. Physio-control observed proper device operation through functional and performance testing and then returned the device to the customer for use.physio-control performed a clinical review of the reported event information, but due to isufficient data from the event available, it is unknown if the device use contributed to the outcome of the patient. The cause of the reported event could not be determined.